Event description:
During a urological procedure, a surgeon was attempting to coagulate tissue using a bovie. The bovie was set on cut 15/coag 15. Surgeon asked to the coag to be turned up to 20 because it did not appear that there was hemostasis from coagulation attempt with bovie set at 15 on coag. Upon coag being turned up to 10, hemostasis was achieved. During the cauterization process of the distal gubernacular attachment, the electrical current jumped through the tests into the cord structure cauterizing part of it. Moments later, the surgeon noticed two darkened areas on the pt. The area between these two darkened areas included the testicle and mid-to-distal cord structure. No doppler signal was obtained when assessing tests.